Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld would not properly power on. Troubleshooting did not resolve the issue. Good faith attempts for the return of the handheld and its accompanying power cord are currently being made.